Manufacturer narrative:
The probe was not returned to neuwave for evaluation. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and two reflected power errors were detected on the probe. Without the physical probe, it is not clear if these error are related to the tip detachment. No additional investigation is planned unless the probe is returned to neuwave.

Event description:
The physician was using 2 pr probes in the dual probe clip to perform pre-transection coagulation. During the procedure, the tip of one probe detached from the probe shaft. The physician retrieved the tip and completed the case with another pr probe without further incident. No patient injury occurred.